Event description:
Customer tested 148 mg/dl on the advantage system; no high blood or low blood glucose symptoms reported with this result. Customer passed out 30 mins later; paramedics were called, and customer tested 14 mg/dl on professional device. Customer was taken to the hospital and received unspecified treatment for low blood glucose symptoms; he was released from the hospital 6.5 hours later. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.